Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump had no button response due to flattened dome switches on up and down arrow buttons. The pump had a scratched display window and cracked battery tube threads. No moisture damage was noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 150 mg/dl. The customer stated that when he tried to suspend the pump and take it off, the buttons were not working. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer was unsure that a button was not pressed for 3 minutes or longer. The customer was unable to clear the alarm. The customer will be sent a replacement pump. The customer will return the pump for analysis.